Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low glucose while using the ilet and powered the device off; they later sought guidance on powering it back on and were advised to place it on the charging pad, and education was provided that the system suspends insulin at a glucose threshold of 80. Symptoms included hypoglycemia with reported glucose values of 40¿50 and no acute sequelae. Outcomes included transient impact to routine activities, managed at home with 8 oz apple juice and without professional intervention. Investigation included complaint intake review and user troubleshooting with education and scheduling of additional training. Investigation of this case revealed no device malfunction identified, with the cause of hypoglycemia unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.